Event description:
The user facility reported a 79-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the removal of the impella sheath the patient became hypotensive. Contralateral access gained via the left femoral artery. Femoral perforation visualized. Two perclose sutures were placed followed by short cp sheath. The pump was placed, and flows optimized. Left anterior descending (lad) wired and several passes with orbital atherectomy. Long lad stent placed, the pressures dropped several times with inflations but returned to baseline.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.